Event description:
A male patient contacted lifecor customer support to report that he looked at the display and it was blank. He corrected the problem by changing the battery pack. Support had the patient download and there was one "battery fault" flag present. Support sent the patient a replacement monitor and two replacement battery packs.

Manufacturer narrative:
Device manufacture dates: battery pack - 02/2007, battery pack - 02/2007, monitor - 11/2005. Device evaluation summary: device evaluations of battery pack, battery pack, and monitor have been completed. The reported problem was confirmed. The cause of the "battery fault" flag was that battery pack had a damaged connector. The battery pack was repaired. Then it was retested and restocked. The root cause of the bent contact cannot be positively identified but was likely due to a slight connector misalignment when the battery pack was inserted into either the monitor or the battery charger. Battery pack and monitor were functionally normal. They were restocked. No adverse event resulted from the damaged battery pack. The patient received replacement battery packs and a replacement monitor.